Event description:
Rptr was working at the plant. When she was lifting a full bobbin of yarn up and put it on a "creal" rack her, back locked and she had severe pain. She went to the office told her foreman. She was sent back on the machine to work for about 10 minutes until she could get relief help to her. She went to medical and they send her home, then to a plant dr. She had orthopedic surgery on 3/5/92. She has had epidural injections, at home and in therapy, braces on back/knee and pooltherapy. Medications: percocet, darvocet n 100, valium, toradol, solu-medrol 120 mgm, tofranol, soma, dilantin, deseryl, norflex, medrol dospak, and relafen.